Event description:
Facebook complaint received: "should be outlawed. Mine caused choking, a large hiatle hernia and erosion. After 9 years I switched to a sleeve." "You wont convince me otherwise. I have also spoken with many others who have the same complaints as I. I am very surprised that lap-bands are still allowed. Get enough waivers signed in advance then drs and manufacturer are protected all the while the patient suffers." "Opt for bypass or sleeve. Lapband should be outlawed." "Don't do it!!! Opt for sleeve or better yet bypass. Lapband is a waste of your money and your health. Causes erosion, hiatal hernia, and in my case choking. They had to perform heimlich maneuver on me. All from one small bite of chicken and rice at our local mexican restaurant. I took a bite and realized it was stuck. Took a drink of water to wash it down and things turned worse really fast. Any times when eating a meal I would have to get up and walk around all the while feeling like I was choking to try and dislodge a bite of food."

Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Patient did not provide information for an investigation. Unable to determine if the complaint is about the lap-band or about another band which was available in the us and phased out at the end of 2016. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available to be reviewed. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Note: this information was posted on facebook and attempts to contact the poster to follow-up or obtain additional information were unsuccessful and thus, the company cannot verify the report and was unable to conduct further investigation due to the limited information that was provided in the post. Out of an abundance of caution and a desire for strict compliance, the company is reporting the limited information that was provided, as is.